Manufacturer narrative:
The DHR review confirmed the ilet met all manufacturing specifications prior to release. The log review showed the ilet was performing to specification including alerting the patient of low glucose. The logs indicate this event likely occurred on april 24th, as a 1 hour period of hypoglycemia was observed. At 11 am on (B)(6), the patient performed a cartridge change followed by a 24 unit prime. The user announced a less than usual lunch, after which their bgs dropped for an hour. The patient's bgs began to rise again, which correlate to the patient's spouse administering a glucagon shot. After their bgs stabilized, the libre+ sensor expired and was not replaced, ceasing insulin dosing. This correlates with the report that the user disconnected from the ilet. Based upon the information provided, a cause for this event cannot be determined. Should additional, relevant information become available, a supplemental report will be submitted.

Event description:
On (B)(6) 2025, a patient reported experiencing a hypoglycemic event with confusion/disorientation on or about on (B)(6) 2025. The patient did not know the exact event date but did report she announced a meal prior to the low and that her lowest bg was 38 mg/dl, for an hour. The patient reported her husband gave her a glucagon shot which brought her bgs back up. Ems was not called. The patient reverted to prior therapy and is no longer using the ilet.